Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy, the device was locked out. Another device was used to complete the case. There was no consequence to the pt.